Manufacturer narrative:
The customer's report was observed during evaluation of the device. The multi-function cable connector was determined to be loose. Review of the device logs confirmed intermittent signals consistent with a loose connection. Cause of loose connection not apparent. The multi-function cable connector was reassembled to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via the multifunction cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.